Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported hemolysis, power elevations, stroke, and patient conditions could not conclusively be determined through this evaluation. The reported events suggest a possible device thrombus; however, this could not be confirmed as the device was not returned and no images were submitted. The evaluation of the submitted log file confirmed the report of power elevations. The submitted log file contained data spanning from 08mar2021 08:56:40 through 15mar2021 09:09:23, per the timestamp. Motor power and flow were captured above baseline throughout the file. Power elevations of 14 and 9.7 watts were captured on (B)(6) 2021 with associated flow elevations of 12 and 11 lpm. The power elevations were captured while the patient was connected to the power module. No other atypical events were captured. Prior to and after these events, the pump appeared to operate as intended. The patient remained ongoing on heartmate ii lvas, serial number (B)(6), until they expired on 09apr2021 due to covid-19. No product is available for investigation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 27feb2015. The heartmate ii lvas IFU lists device thrombosis, hemolysis, and stroke as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The patient care and management section provides information on anticoagulation, including recommended inr values. This section also outlines indications of pump thrombosis, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was hospitalized for hemolysis and increased pump power consumption. Log file review found elevated flows which might indicate something building up on the pump rotor. The patient was put on heparin, which lowered flows and pi. The patient had acute anemia/lower haptoglobina level, hemoglobinuria, and stroke/transient ischemic attack. CT angiography suggested lack of contrast in outflow graft. The patient was prioritized on transplant list.